Event description:
The customer reported that the screws fell out of their pump in style transformer, exposing the wires in the transformer.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to contact the customer to obtain additional info were unsuccessful. The product was received by medela on (B)(4) 2012, however, an eval was not available at the time of this report. Should further info become available resulting in new, changed, or corrected info, a follow up report will be filed at that time. Though the product has not been evaluated, this type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored.